Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a high blood glucose of 437 mg/dl. The customer stated that they felt nauseous and dizzy at the time of the incident. The customer was not hospitalized. The customer's blood glucose at the time of the phone call was 168 mg/dl. Troubleshooting was performed. The insulin units left in the insulin pump were showed less than in the reservoir. The drive support cap was normal. The caller stated that they had changed the infusion set the day of the phone call and their blood glucose decreased. The customer stated that the cannulas of the previous infusion sets were not bent. The caller stated that the insulin pump settings were changed by the customer's doctor the day of the phone call. The customer was using the incorrect glucose meter for their insulin pump therefore the customer's blood glucose was not being transferred to the insulin pump. The customer will call back for completing the high-pressure test. The insulin pump was not returned for analysis.